Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s therapy would shut off when she was in the upright position and when she would take a step it looked like she was ¿drunk.¿ this issue occurred in the last 4-5 days. The patient reported she was sitting down, leaning forward, and the therapy shut off. She stated she ¿wiggled a little bit¿ and the therapy came back on. The adaptive stimulation feature and cycling were reviewed with the patient. It was recommended the patient monitor her symptoms and use her patient programmer to check the therapy status. The patient was to contact her healthcare professional. Follow-up was conducted.